Event description:
Pt reported attacks to the mouth, jaw, lips and thighs on (B)(6) 2025. Pt reported hospitalization on (B)(6) 2025 and 2 ER visits for swells due to not having home health rn available, hospital administered 1-2 doses of ruconest per attack to treat and resolve. Pt reported a weight change from 225lbs to 243lbs. Pt also reported vented vial adapters keep spilling prior to use. Unk if pt experienced an adverse event, missed a dose due to defective product or if available for return. Product lot number and expiration date unknown. No further information, details or dates available. Unknown if attacks occurred on a scheduled takhzyro dosing day. Date of discharge/date of visit or length of ER visits/hospitalization is unknown. Unknown if md is aware. Consent to contact the patient's hcp was not asked. All known information is contained on this form. Reported to (B)(6) by pt/caregiver.